Event description:
A report was received that the patient was experiencing new left leg pain and tingling sensation. It was also reported that the patient was reprogrammed and experienced jolting on his leg and numbness. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-8336-50 serial number: (B)(6). Batch/lot number: 7026907. Model/catalog description: coveredge 32 surgical lead kit 50 cm. Sc-1160 sn: (B)(6). Device evaluation indicated that the complaint was confirmed. Using a 375 ohm resistor load, the impedances of contacts c2 and c8 measured zero and 199 ohms respectively and undefined signal output was observed on these contacts. The functional test could not be performed as the test software aborts the test every time it detects the impedance anomaly. Review of the system data log revealed abnormal/fast battery depletion rate. It appears that the battery started depleting its charge abnormally during the explant procedure. The damaged or defective component of the ipg could not be determined as non destructive testing was requested. Sc-8336-50 sn: (B)(6). Device evaluation indicated that the lead passed all tests performed.

Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation therefore a failure of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing new left leg pain and tingling sensation. It was also reported that the patient was reprogrammed and experienced jolting on his leg and numbness. The patient underwent an ipg explant procedure.

Event description:
A report was received that the patient was experiencing new left leg pain and tingling sensation. It was also reported that the patient was reprogrammed and experienced jolting on his leg and numbness. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Additional information was received that the patient was also experiencing inadequate stimulation.